Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the memory noted no error codes or resets. The device was exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the suspected premature battery depletion from the field.

Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion, and was returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion, and was expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.